Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. This device was explanted and replaced. No additional adverse patient effects were reported. This product is part of the emblem s-ICD premature depletion update (B)(6) 2020 advisory population. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case.

Event description:
It was reported that the battery of this subcutaneous implantable cardioverter defibrillator (s-ICD) was suspected to be depleting prematurely. This device was explanted and replaced. No additional adverse patient effects were reported. This product is part of the emblem s-ICD premature depletion update (B)(6) 2020 advisory population. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. The product was returned for analysis.